Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A review of the device logs for the fenestrated bipolar forceps (471205-17/k10220316-0174) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via (B)(4). There were 10 uses remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged that the universal surgical manipulator (usm) moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was reported as "moving in the wrong direction." When the surgeon was trying to turn his wrist one way the arm was going a different direction. The customer tried taking it out and reseating it, but it didn't help. They replaced the instrument arm and the next one worked fine. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported the arm was moving in the opposite direction as if it was working upside down. The surgeon would move his hand up and the arm would go down. The customer confirmed that the arm was not removed or set aside; the instrument arm was removed. The physical robotic arm was still intact and working fine. It was just the instrument attached to it that was causing the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips did not open and close properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause is not determinable/applicable. Additionally, the instrument was found to have a loose pitch cable at the distal end. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.